Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the physician complained that the pacemaker involved in this MDR report was difficult to interrogate and the programmed amplitude did not correspond to the value programmed during the previous follow up; in addition, some parameters could not be reprogrammed during the follow up. However, the preliminary assessment revealed that the device switched to standby mode (vvi mode, 70 min-1, 5 v amplitude); when the device is in standby mode, no parameter can be reprogrammed.